Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received fully deployed. The top housing was observed to be discolored, and corrosion was observed on the pcb. Corrosion was also observed on the mechanism rails and all three batteries. Due to the observed corrosion a leak test was completed and found fluid leak past the nail head of the soft cannula. Due to this, fluid was able to leak into the device causing the observed corrosion. All three batteries were measured to have lower voltage than expected. The download data showed the device had run for 3371 pulses and generated an 0xcb alarm, indicating lvd interruption was detected. Timeouts were observed in the download data. Rotational sensor data indicates that the ratchet gear was still turning at this time. The investigation was able to confirm that the fluid leaking past the soft cannula nail head caused the observed corrosion, low battery voltage and the 0xcb alarm.

Event description:
It has been reported that the patient's blood glucose levels rose to greater than 250 mg/dl. The pod had an alarm error during operation. The device was returned and a hardware component failure was discovered.